Event description:
It was reported that the device failed to alarm and the force calibration failed. There was no reported patient involvement.

Manufacturer narrative:
Corrections: h3, h6 (method, result, conclusion), h11 additional information: g4, h2, h9, h10 the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 19oct2015 to the present date 28oct2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed to alarm and the force calibration failed. There was no reported patient involvement.